Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the hip stem had protruded through the sterile packaging. No adverse events have been reported as a result of the malfunction, as there was no patient involvement.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. As the event is related to a packaging issue of a standalone product, implant compatibility is not applicable. Medical records are not applicable based on the reported event as there is no patient involvement. Without the opportunity to examine the complaint product, the root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI# -(B)(4).